Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. Inspection of the fluid path components found the external portion of the soft cannula to be stretched and flattened. The length of the soft cannula measured above specification at 1.8865 inches. Additionally, fluid was unable to flow through the complete fluid path due to fluid leaking from a tear in the damaged portion of the external soft cannula. The timing and cause of this damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. As treatment, a new pod was placed.